Event description:
Additional information received - the facility reported the icl was explanted on (B)(6) 2012 due to excessive vaulting. Subsequently, the patient experienced intermittent angle closure. The icl was exchanged for a shorter lens. The patient's post -op va was 20/20 and the prognosis is very good.

Event description:
The patient reported the surgeon implanted a 13.2 mm micl13.2 implantable collamer lens in his left eye (os) on (B)(6) 2011. The patient reported had a surgical procedure because lens was removed, replaced or repositioned. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery. (B)(4). Device evaluated by manufacturer? No, lens not returned. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): medical review. Results - (other): medical review - review of this file indicates that the icl exhibited a high vault in this patient which intermittent angle closure. The icl was exchanged with a shorter lens which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. Conclusions - (other): based on the complaint history, work order search and medical review, the root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).